Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. Sensor was inserted at the upper right shoulder on (B)(6) 2016. Patient reported that the transmitter was not snapped into the sensor pod when the sensor was removed. Patient reported that after deployment the sensor wire remained in the needle. No additional event or patient information is available. It was reported that the patient inserted the sensor at the upper right shoulder. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place the sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap.